Event description:
The pt received an scs system, including an ipg, on (B)(6) 2009. It was reported the ipg is no longer providing stimulation. According to the pt, she misplaced her charging system in (B)(6) 2009 and , therefore, has been non-compliant with the ipg charging requirements. The ipg will be explanted and replaced. It is currently unk if the ipg will be returned to the MFR after it is explanted. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.